Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Abscess / stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in czech republic underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 the patient's spouse reported that on (B)(6) 2025 the patient has a "tubing and a hole in his skin over the peg" which was still flowing. After a nurse evaluated a picture of the stoma site, the patient was recommended to go to the emergency room due to the acute event. It was reported that the patient underwent an unspecified surgical procedure in which the physician was able to see the whole internal system (tubing) which had crawled in the subcutaneous tissue with inflammation. It was also reported that the patient began to have phlegmon of the abdominal wall. The tubing was removed and the patient was treated with antibiotic piperacillin / tazobactam. On (B)(6) 2025, the patient received a new peg tube placement.